Event description:
It was reported by switzerland that during service and evaluation, it was determined that the chuck device was frozen/would not move. It was further determined that the device pins were pressed in the wrong way, with the thirty degrees chamfer on the outside. It was further determined that the device failed pretest for check pins length of handpiece coupling, check for mechanical free movement and check general function in running mode. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should be available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition was confirmed. The assignable root cause was determined to be traced to manufacturing and has been captured as a non conformance. Further results of the analysis will be captured through the non conformance.(B)(4).